Event description:
It was reported the reamer shaft was in use with a battery device and as soon as the resistance in the acetabulum increased during milling the reamer shaft broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was returned incomplete, the handle power adaptor was broken off and not returned. The sample experienced a torsional overload. A visual inspection revealed that numerous scratches and gouges were present on the surface of the handle, indicating heavy usage. It is unknown have many procedures the handle has endured during its time in the field. The device history record was reviewed and discrepancies were found. No further investigation required. (B)(4).

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(4) for eval. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint info was provided by zimmer.